Event description:
Pt had immediate swelling and redness. Four hrs later, pt had a lot of edema and was given prednisone 20 mg daily for 3 days and 10 mg for 7 days. Physician is not sure pt took all medication. On (B)(6)2010, pt returned for f/u and she had lumps in all injected areas, visible and palpable. No fluctuance. Pt was told to massage the area every day. She has not seen the pt since then.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.